Event description:
Hospital advised the pump was set up and infusing on all channels, then unplugged to operate on battery mode. After the pump was unplugged, at 15:30, it alarmed and displayed malfunction. The unit had been plugged in to ac and charging for several hours prior to this occurrence. There was no patient consequence. Patient information was requested and none was available.